Event description:
During the surgery (l3-s1), the curved probe broke, while preparing the first screw bone. The broken part was recovered by the bone and the surgery was completed successfully. The pedicle screw was 6mm ø x 50mm length. The patient bone was very dense. The surgeon took 20 minutes (total surgery time 2h and 20 minutes) to retrieve the fragment that was in the pedicle, he used a burr and a rongeur and retrieved the fragment and then used 45 and 50 taps.

Manufacturer narrative:
Batch review performed on 25 march 2024 lot 2056183: (B)(4) items manufactured and released on 23-apr-2021. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review. Visual inspection performed by r&d project manager. According to picture and device received, during the surgery the tip of the lenke probe broke. The root cause of the failure might be the application of a bending force while the instrument's tip was inserted in the patient's bone.